Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating this issue.

Event description:
A system check integrated multisensor technology (imt) failed with high results. The imt dilution calibration values were out of range. Discordant results were obtained on the dimension rxl max with hm instrument. It is unknown if the results were obtained while the instrument was out of specifications. It is unknown if any results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The initial MDR 1226181-2015-00706 was filed on december 14, 2015. Additional and corrected information (11/11/2015): a siemens technical applications specialist (tas) and a siemens customer service engineer (cse) were dispatched to the customer site. Service was performed over several visits. During the visits the following parts were replaced: the diluents and wash valve, rotator valve, and tubing from water container. The instrument was decontaminated per procedure. Precision testing were run using controls. The cause of the failed system check is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. The tas confirmed with the customer that patient results were not impacted in this event.

Event description:
Patient samples were not impacted.